Event description:
It was reported that the competitor ventricular lead measured unipolar pacing impedance over 2700 ohms and 1200 ohms in bipolar. A lead issue was suspected. Implant testing through the analyzer and a new device showed the same previous values in bipolar, but unipolar impedance was at 344 ohms. A device versus lead malfunction was questioned. The doctor chose to leave the questionable lead in place and reuse it. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device analysis revealed normal battery depletion.